Event description:
It was reported that the pump exhibited a force sensor message. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. A review of the event history log identified force sensor test error. During functional testing the reported issue was unable to be duplicated. The root cause of this issue was customer induced via the customer's disturbance of the pump during the self-test process. Replaced the force sensor and plunger cable as a preventative measure. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4).